Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to dislocation between the poly liner and the acetabular cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.